Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery for a fractured mandible an intermaxillary fixation (imf) screw head sheared off as it was being implanted. The patient was fine and there was no reported harm. This report is 1 of 1 for complaint (B)(4).